Event description:
Tap, it was reported that 247 days after implantation of a 3.00x32 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid right coronary artery. A pre-intervention stenosis of 90% was reported. A 3.00x32 mm taxus stent was deployed in the lesion. A post-intervention stenosis of 0% was reported. No info was reported concerning the calcification or tortuosity of the vessel or pt medications. Pt complications were reported as none. The pt presented 247 days after the initial procedure with an in-stent restenosis in the mid right coronary artery. A pre-intervention restenosis of 80% was reported. Following balloon dilation, two cypher stents were deployed in the lesion. A post-intervention stenosis of 0% was reported. Pt complications were reported as none.